Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via trial that approximately 5 years post xience v stent implantation in the proximal left anterior descending artery, the patient had a positive functional stress test. The patient was hospitalized and per a diagnostic coronary angiogram, 75% stenosis was seen. A xience stent was placed as treatment. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Though requested, no additional information was provided.